Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleged for possible insulin pump under delivery. Customer experienced high blood glucose of 450mg/dl,600mg/dl and current blood glucose was 300mg/dl. Customer was treated with insulin pen. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Device passed the delivery accuracy test at 0.08730 inches. (B)(4).